Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation determined the reported inability to capture the leaflet appears to be related to the procedural conditions due to a flail (tissue injury). However, a cause for the flail cannot be determined. Tissue injury is listed in the instructions for use as a known possible complication associated with the triclip procedures. The reported serious injury/illness/impairment was a result of case specific circumstance as no additional treatment or intervention was provided. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2026, a patient presented with grade 4 mixed tricuspid regurgitation (tr) for a triclip procedure. During the procedure, g5 guide was used for the g4 clip, and the clip was implanted successfully. First and second triclips were implanted successfully. While positioning the third triclip, flail was detected and several attempts were made to capture the leaflets but was unsuccessful. Procedure was discontinued. The final tr was grade 4. There were no adverse patient effects or clinically significant delays reported.